Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported failure could not be replicated nor confirmed. The instrument was returned with the cord cut. Due to the damage, the instrument could not be tested for functionality. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was jumping and making shuddering movements when using energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a robotic paraoesophageal hernia repair. There were no images or video for review. On (B)(6)2025, isi received FDA medwatch report with user facility report #(B)(4) stating: "device was moving inappropriately during energy use. Shaking/ shuttering motion of instrument, not being done by surgeon, but device itself. Replaced and new device functioning appropriately."